Event description:
Silicone PICC was found broken with blood and fluid leaking out of the device into bedding. The volume of fluid loss was estimated at 1-2 ml. There was an abrupt interruption of IV nutrition. There was no repair kit available for this device (it was from another hospital). The device was ultimately repaired with another vygon brand catheter. Break of line = risk of infection. The time to repair was about 30 minutes, which caused an interruption of IV nutrition. The effect on the blood sugar was unknown.